Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: after activating the neonatal option and the ncpap, at the first restart of the device some technical faults appeared. Tried to reupload the software 3.0.3 bit the problem persists. Technical fault with internal reference number (B)(4) voltage out of tolerance.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause cannot be determined. There was no patient or user harm.

Event description:
The event description according to the customer is as follows: after activating the neonatal option and the ncpap, at the first restart of the device some technical faults appeared. Tried to reupload the software 3.0.3 bit the problem persists. Technical fault with internal reference number tf44004 voltage out of tolerance.